Event description:
It was reported via phone call, that the customer had blood glucose levels of 400mg/dl. Lost sensor alerts were also reported. Unable to troubleshoot. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor. Performed a visual inspection and found the sensor cannula was broken; the broken part is still stuck in the adhesive patch; unable to confirm if the customer received the sensor in said condition due to the customer returned and used.